Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 08/23/2023. An investigation was conducted on 08/29/2023. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the base of the jaws. There were no visual defects observed on the intact heater wire. The gray silicone insulation on the tip of the cold jaw was observed to be peeled and detached from the cold jaw, exposing the cold metal tip. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled-; delaminated; jaw" was confirmed. The lot # 3000295346 history record review was completed. There was (1) ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure a piece of the insulation of the jaw of the vasoview hemporo (us) vh-3500 broke off. All material was accounted for. No component fell in the patient. No resistance was noted during insertion. A second device was used to complete the case. No procedural delay was noted. There was no harm to the patient.